Event description:
During an atrial fibrillation procedure, after insertion into the femoral vein, there was resistance, and it was noted that the guidewire was cracked. The device was replaced, and the procedure was successfully completed without adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz introducer sheath and dilator were received for evaluation. The guidewire was not returned for analysis. No visual anomalies were noted on the returned sheath or dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported guidewire damage was unable to be conclusively determined.